Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a micro-centrifuge vial with moisture. Visual inspection found optic torn and haptic torn. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Claim #: (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicmo13.2, -14.00 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. The lens was removed and replaced for a longer length lens within the same surrey due to low vault. It was reported that the problem resolved.